Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and the insulin pump died and received no delivery alarm. The customer¿s blood glucose level was 561 mg/dl at the time of incident and 294 mg/dl was current blood glucose level. The customer was treated with manual injection. Customer states the insulin exited. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.